Event description:
The customer reported via phone call that the insulin pump had a scrolling or unresponsive keypad. The customer stated that he was trying to perform a manual bolus but was unable to get the buttons to work. The customer did not observe any significant events leading up to the alarm. The customer's blood glucose was 314 mg/dl. The customer tried to change the insulin pump's battery out and rebooting the device, but the screen froze. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer added that he had had a kidney replacement and was unable to bolus, which explained the blood glucose that was higher than normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up or frozen display noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.